Event description:
The device was used during a colectomy. Reportedly, the pt initially underwent a laparoscopic appendectomy during which a distended cecum was noted. A colonoscopy was performed post-operatively to evaluate the distended cecum. In 2000 the pt underwent a left colectomy for a "splenetic" flexure stenotic area. The device was discarded. Six days later the pt started vomiting and a wound infection was noted. A CT scan noted fluid in the abdomen which was drained. A second CT scan was performed with contrast which noted that the contrast was leaking out of the colon. A reoperation was performed 5 days later for a possible staple line failure. A transverse colostomy was performed. The pt was doing better and was transferred out of the ICU. Twelve days later, the pt developed respiratory distress and cardiopulmonary arrest. The pt survived the code but had neurological sequelae. The pt was made a do not resuscitate and died on in 2001. No autopsy was performed after the pt's death. A follow up was done with the risk mgr for additional info.